Event description:
Spontaneous. Patient reporting difficulty when filling med in 60cc syringe, can't get it out past the tubing. Medication can't get filled in tubing, they tried re-assembling the flow rate tubing tip to create a hole. She gets assistance from her neighbor who is an oncology nurse. Infuses every monday. This happened the past two times. Advised to call pharmacy to report if this happens again with the serial number or product code for us to see if we can't avoid shipping from same serial number. No missed dose or adverse event reported. Unknown if patient has defective product on hand for possible return. No further information. Reported to (B)(6) by: patient/caregiver. Reference report: #mw5120497.